Event description:
It was reported that an alert/notification settings issue occurred. Date of event is an approximation. The patient's parent reported that the pediatric patient experienced no audio alert on (B)(6) 2024. The patient's father called due to the concerns of the sensor failures he encountered the previous week. The parent stated ¿my kid was in the hospital because the sensor failed, and we did not know because she was sleeping. My daughter ended up in the hospital because she had diabetic ketoacidosis. Her sensor failed and we got no warning, and she went nine hours while she was sleeping without insulin.¿ of note, the tandem pump will continue to deliver insulin without reading. The absence of reading will not suspend insulin delivery. She ended up in the hospital because she did not get an alert and they did not know that it had failed by the time the parent found her. She was vomiting nonstop, and her blood sugar was 896 mg/dl. There was no information about treatment or length of stay in the hospital. The reporter did not provide further details regarding the event. Due diligence attempts to contact the reporter for more information were attempted but not successful. Performance data was reviewed. The allegation was confirmed due to the finding of no alert/notification. The probable cause was that the alert was disabled. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.